Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer decided to keep pump. Customer's backup therapy was not reported.